Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: upon review of the available information, there is no allegation or indication that a serious patient injury or death, or other adverse event(s) was associated with the use of, or malfunction/deficiency with a fresenius medical device(s).

Event description:
It was reported that this dialysis (pd) patient contacted technical support for drain complications encountered during treatment while utilizing the liberty select cycler. During the call, the patient reported having surgery for a hernia. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was completing continuous ambulatory peritoneal dialysis (capd) when he was diagnosed with a right inguinal hernia in (B)(6) 2024. The patient had not utilized any fresenius device(s) until after the diagnosis of the hernia. The pdrn stated the hernia was related to the capd therapy due to the patient moving about during the dwell with the fluid which caused a gravitational pull on the patient. The hernia repair was scheduled and occurred after the patient was switched to continuous cycling peritoneal dialysis; however, there was no adverse event that resulted from that transition.

Event description:
It was reported that this dialysis (pd) patient contacted technical support for drain complications encountered during treatment while utilizing the liberty select cycler. During the call, the patient reported having surgery for a hernia. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was completing continuous ambulatory peritoneal dialysis (capd) when he was diagnosed with a right inguinal hernia in (B)(6) 2024. The patient had not utilized any fresenius device(s) until after the diagnosis of the hernia. The pdrn stated the hernia was related to the capd therapy due to the patient moving about during the dwell with the fluid which caused a gravitational pull on the patient. The hernia repair was scheduled and occurred after the patient was switched to continuous cycling peritoneal dialysis; however, there was no adverse event that resulted from that transition.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.